Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannula bent. Analysis was unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they had sensor discrepancies. The sensor would say that their blood glucose was under 50 mg/dl and it would go into insulin suspend, but their blood glucose was within the range of 170 mg/dl to 180 mg/dl. They took the sensor out and it was not bent or kinked. The sensor was returned for analysis.